Event description:
Dialysis facility nurse reported a pt had severe headaches and pain across their shoulder blades 30-60 minutes after treatment on a 1550 hemodialysis machine. There was no pt injury or medical intervention associated with this incident.